Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient has been having blackouts and the physician does not know why. It was also noted that over the months, the blackouts occur more often when the ipg was running low on battery.